Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. (Pump error 37). No motor movement or negligible movement. Retries to free a stuck motor failed. (Pump errors 38). An error in the motor was detected by reading unexpected value from hall sensor.(pump errors 43). Troubleshooting was performed and found that the alarm cleared and pump had rewind successfully and self test passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for failure analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test due to receiving pump error 37 and pump error 38. Pump passed the self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 37 and 38 were noted during testing. Pump error 37 occurred on (B)(6) 2023 17:08:50.000, pump error 38 occurred on (B)(6) 2023 05:31:07.000 and pump error 43 occurred on (B)(6) 2023 17:10:54.000 in history files. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 and motor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage and scratched case. Pump error 37 was confirmed due to moisture damage to motor assembly. Pump error 38 was confirmed due to moisture damage to motor assembly. Pump error 43 was confirmed due to moisture damage to motor assembly. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.